Event description:
It was reported the pt lost stimulation on (B)(6) 2013. The ipg is unable to communicate with the charger unless she presses hard on the antenna. The sjm rep reports the ipg is deep and tilted. The ipg does communicate with the programmer. The pt has a burn over the ipg site which is unrelated to the scs system. The sjm rep will interrogate the system when the pt's skin has healed.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.